Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off was confirmed via data. The root cause was determined to be a structured query language (sql) error.